Event description:
It was reported the patient experienced ineffective stimulation in pain pattern and unintended stimulation in abdomen and groin. Reprogramming was unable to resolve the issue. The patient's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy to the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.